Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken. Battery release, knobs, side bail covers, ring cover and battery drawer are contaminated. Lead flex cover is corroded, battery contacts are compressed, and keyboard is scratched. (B)(4).

Event description:
It was reported the case is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.